Manufacturer narrative:
Replacement of the led panel was sent to resolve the customer issue. After several attempts to get status customer confirmed that the issue had been resolved, no further investigations needed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3 had led lights were flickering or missing. The customer did not mention any patient involvement or death/serious injury, delay in treatment, or environmental/safety concerns.